Event description:
Upon finishing cardiac cath, angioseal placed in right (rt) femoral artery, manual pressure held for 5 minutes, pedal pulses found via doppler (weak), transported patient back to ICU, pt complaining of 10/10 right leg pain, pedal pulses dopplered and not found. Pt brought back to cath lab and angiogram of rt femoral artery, rt femoral artery found to be occluded. Vascular surgeon consulted for arterectomy.